Manufacturer narrative:
Additional information: section h4 - device mfg date was updated based on extended investigation findings. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported on behalf of the customer who received high and low readings on the adc freestyle libre sensor and on the night of (B)(6) 2019, customer received sensor reading of 79 mg/dl compared to the reading of 115 mg/dl obtained on the built-in. Customer experienced unspecified symptoms of hypoglycemia and was hospitalized. It was further reported that unspecified different readings were obtained on the sensor compared to hcp meter. No further information was provided as the call dropped during troubleshooting and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's caregiver reported on behalf of the customer who received high and low readings on the adc freestyle libre sensor and on the night on (B)(6) 2019, customer received sensor reading of 79 mg/dl compared to the reading of 115 mg/dl obtained on the built-in. Customer experienced unspecified symptoms of hypoglycemia and was hospitalized. It was further reported that unspecified different readings were obtained on the sensor compared to hcp meter. No further information was provided as the call dropped during troubleshooting and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received high and low readings on the adc freestyle libre sensor and on the night of (B)(6) 2019, customer received sensor reading of 79 mg/dl compared to the reading of 115 mg/dl obtained on the built-in. Customer experienced unspecified symptoms of hypoglycemia and was hospitalized. It was further reported that unspecified different readings were obtained on the sensor compared to hcp meter. No further information was provided as the call dropped during troubleshooting and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.